Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal stent damage. Stent strut row 1 from the proximal end of the stent was damaged; the remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a kink at approximately 240mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2017. It was reported that crossing difficulties were encountered. The patient had myocardial infarction less than 72 hours prior to procedure. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3mm in diameter left anterior descending (lad) artery. A 3.00x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.